Event description:
It was reported that during a follow-up in clinic, far field r-wave oversensing resulting in inappropriate automatic mode switch (ams) was noted on the device. Technical support was contacted and loss of capture was also noted. The device was reprogrammed to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.